Event description:
Patient¿s cause of death were complications associated with suspected lvad thrombus.

Manufacturer narrative:
Manufactures investigation conclusion: evaluation of the returned heartmate ii lvas could not confirm, the suspected thrombus. A specific cause for the reported hematuria and patient outcome as well as a direct correlation to the heartmate ii lvas, could not conclusively be determined through this evaluation. The pump was returned with the driveline severed approximately 2 inches from the pump housing. The sealed inflow conduit was returned attached to the inlet port. However, the flex section was severed. And the remaining proximal portion and inlet extension were not returned. The sealed outflow graft with outflow graft bend relief and bend relief collar were returned attached to the outlet elbow. The outlet elbow was returned attached to the outlet port. Upon disassembly of the return pump, visual inspection of the blood-contacting surfaces revealed, no evidence of depositions or thrombus formations. Examination of the pump bearing, rotor, and blood-contacting surfaces did not reveal any anomalies related to wear or damage. The pump¿s bearings, rotor and blood-contacting surfaces were examined under a microscope, and no anomalies were observed. Electrical continuity testing of the driveline revealed, no discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from the testing revealed, normal pump power consumption and pressure values, comparable to what was recorded, during the manufacturing process. And the device functioned as intended. The heartmate ii lvas IFU lists device thrombus, bleeding and death as adverse events that may be associated with the heartmate ii left ventricular assist system. This IFU provides details regarding the recommended anticoagulation therapy and inr range. A review of the device history records revealed, the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The results/method/conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was admitted to the hospital two weeks prior to death with complaints of weight loss and profound hematuria and fluctuating lactate dehydrogenase (ldh) levels. The patient had a known coagulopathy as a prior condition. The patient passed away on (B)(6) 2020 due to reported complications associated with suspected lvad (left ventricular assist device) thrombus. The family requested the ruby bearing of the pump to be extracted from the pump and returned. No additional information provided.